Event description:
It was reported that the refill was on tuesday, which would have been (B)(6) 2012, not (B)(6) 2012 as previously reported; it was reported that the symptoms began on (B)(6) 2012. The pain was reported to be by the pump "right above and on the side of it". The pump area was just a little bit, slightly puffy. The pump was implanted to treat pain on the left side; the pump was helping the pain on the left side. The pump was put in her right side, and the patient was having pain on the right side "real bad". The patient could not tell if she had fever and did not have a "temperature gauge". However, she felt her cheeks, and they were reported to be "rather warm".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, (B)(4), implanted: 2007 (B)(6), explanted: unk.

Event description:
Following a refill session performed on (B)(6) 2012, the patient experienced "unbearable" pain over her pump; and her facial cheeks felt warm. Puffiness over the pump was further noted. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.